Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples were returned for evaluation, further investigation of the complaint was not possible without a sample. Issue reported could not be confirmed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number *b)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: one infusomat pump was determined to be a repeat offender. Upon inspection by facility biomed it was determined that it had a faulty air in line sensor. The facility biomed department has repaired the pump and put it back into service.